Event description:
It was reported that the device burst. The 60% stenosed target lesion was located in a moderately tortuous and severely calcified artery. A 3.00 mm x 6 mm nc emerge was inflated once at 19 atm for 10 to 15 seconds and burst. The device was removed and an additional nc emerge was used to complete the procedure. No patient complications reported.

Event description:
It was reported that the device burst. The 60% stenosed target lesion was located in a moderately tortuous and severely calcified artery. A 3.00 mm x 6 mm nc emerge was inflated once at 19 atm for 10 to 15 seconds and burst. The device was removed and an additional nc emerge was used to complete the procedure. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and the balloon. The balloon was loosely folded. The balloon was found to have a pinhole 2mm distal from the distal markerband.